Event description:
During course of planned operative procedure, total abdominal hysterectomy bilateral salphingo-oophorectomy, while placing bladder blade of the "o'conner sullivan retractor" a 4 cm opening was made in the dome of the bladder. This required the additional intervention of repair of cystosomy of the bladder.